Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was implanted in the patient. On (B)(6) 2025, the patient had bradycardia-tachycardia syndrome and medications administrated. A epicardial pacemaker was implanted.

Manufacturer narrative:
An event for patient effects of bradycardia and tachycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported bradycardia and tachycardia could not be determined. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.